Event description:
Health care professional reported capsular contracture baker grade lll. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d.9; h.6.

Event description:
Health care professional reported capsular contracture baker grade lll. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Cont e1 phone number - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade lll.